Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 120 mg/dl. The customer reported that they had red x on the display and received a critical pump error image on the pump screen. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass and cracked lcd controller. Unable to verify critical pump error (open book image) alarm due to blank flashing white light on display.